Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the scraped port can be attributed to stress applied during use, or handling of the device. During inspection and testing of the returned device, service confirmed the connector was defective. In addition, service found the insertion tube was crushed and wrinkled. The bending angulation was insufficient due to stretching of the angle wire. The forceps/instrument channel was buckled. There was abnormal noise due to a broken angle lever. The adhesive of the bending section cover was chipped. The grip, angle lever, universal cord, video cable, video connector, light guide connector, light guide cover lens surface, video connector case, and up/down lever, were scratched. The universal cord was dirty, and the up/down angle lever was discolored. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope had poor connector contact. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the opening of the forceps/instrument channel was scraped. This report is being submitted for the malfunction found by service during the device evaluation [scraped forceps opening]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
The suggested phenomenon of "poor connector contact of scope" and was reported to have occurred at the time of inspection. It was further reported that the issue was reproduced in the repair department.